Event description:
Device malfunction: vessel locator wings prematurely collapsed. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery, after an unspecified procedure. Reportedly, the vessel locator button released prematurely collapsing the vessel locator wings while performing the deployment steps. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.